Event description:
It was reported that during a laparotomy procedure, the device could not clip the tissue. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.